Event description:
It was reported that pump generated recurring cartridge alarm 20 that did not occur during cartridge loading and continued even after patient replaced cartridge and resumed insulin. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump with alternate insulin method if necessary, and technical support arranged replacement pump shipment, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.